Manufacturer narrative:
Concomitant product(s): product ID: a 4194-78 lead, implanted: (B)(6) 2005. Product ID: a 6949-65 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a low impedance warning on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.